Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and reported failure was confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: 1. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on light button of the button pack assembly. The root cause is typically associated with mishandling/misuse. 2. The endoscope integrated connector was visually inspected and found with damage to the electrical contacts and/or circuit board. The root cause is typically associated with mishandling/misuse. The complaint regarding trouble with the rotation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed called to report that when the surgeon wanted to rotate the endoscope, the horizon rotated but the endoscope did not rotate. The technical support engineer (tse) found error 22020 pointing to engagement issues of the endoscope on arm2. The tse suggested to reseat endoscope and sterile adapter (sa). Caller stated this was done already and did not solve the issue. The tse requested caller to check endoscope rotation while not connected to the system. Caller stated troubleshooting was not possible at the time of the call. Caller will try to troubleshoot when clinically possible or after surgery. Tse also suggested to double check mounting of sa (no plastic between sa and universal surgical manipulator (usm) for instance), install endoscope on different arm, replace drape and possibly endoscope. Biomed called back after successfully completed surgery that manual endoscope rotation was not smooth and needed some force. The system was tested system with new endoscope which did not have problem and advised to return the endoscope. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the endoscope was not used on a patient but was tested during commissioning before the operation when it turned out that the endoscope did not respond to the movements. The surgeon requested a backup endoscope to be used to continue the surgery.